Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent alert 60 alarms indicating a ble board communication error shortly after startup, despite multiple restarts and a factory reset, which led to replacement of the ilet; reported glucose impact included a high of 210 mg/dl for about one hour without ketone testing or medical intervention. Symptoms included hyperglycemia, with no clinical symptoms. Outcomes included no health consequences or impact. The device was returned for investigation. Preliminary investigation of this case revealed signal loss consistent with failure to read an input signal, traced to the circuit board. Upon placing the device on the charger, it powered on, and the 'about' menu revealed that the bluetooth lacked an address. After powering down, the hoverboard was removed to access the bluetooth chip's location. At some point, the u4 bluetooth chip on the hoverboard failed to operate and the cause of this failure is unknown. The customer complaint is confirmed after several attempts to regain connection ability of this chip and all failed.